Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The issue could not be reproduced. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion procedure the system would not recognize the door on the imaging system being closed. The representative adjusted the door close sensor switch and the issue resolved. There was no reported delay to the procedure due to this issue and no impact on the patient outcome.